Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after vitrectomy surgery it was observed that in an ophthalmic console the gas bottle was not opened at the time of surgery and was filled with undiluted gas. Surgery was completed and there was no system message. There was no report of patient harm. Additional information received indicating that system displayed an error message.

Manufacturer narrative:
An company representative visited the site and found that when the system can¿t deliver concentrated gas (either due to the gas bottle being closed or empty, the system message (sm) appears. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the lot/batch/serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).